Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforated uterus/ left occlusion only'), pregnancy with contraceptive device ('pregnancy') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), fatigue ("fatigue") and gastrointestinal disorder ("gi conditions") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removal surgery and tubal ligation). Essure (ess205) was removed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, blood disorder, cardiac disorder, vaginal infection, cystitis, fatigue and gastrointestinal disorder outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea and iron deficiency anaemia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, back pain, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, iron deficiency anaemia, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure explant date. Plaintiff received treatment for migration/ perforated uterus/ left occlusion only, pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), anemia, blood disorder, heart disorder, pregnancy, vaginal infection, device ineffective, bladder infection, fatigue and gi conditions. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2004: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event injury was updated to events: migration/ perforated uterus/ left occlusion only, pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), anemia, blood disorder, heart disorder, pregnancy, vaginal infection, device ineffective, bladder infection, fatigue and gi conditions. Outcome for events pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), anemia, blood disorder were resolved. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.